Event description:
This lead was capped and replaced due to loss of capture. The physician chose to replace the pacemaker at the same time since it only had 6 month to 1 year left on it. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.